Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was only lasting approximately two hours. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was not returned for analysis. Additionally, log files were not provided or available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause can be attributed, but not limited to an inadequate weld, inadequate soldering, an internal communication error and/or a faulty component. If information is provided in the future, a supplemental report will be issued.